Manufacturer narrative:
The reported device was discarded by the user facility; therefore, a packaging evaluation is not able to be completed. The alleged sterility breach is unable to be verified. No prior complaints have been filed against this lot. In the past two years, one similar complaint has been reported for this device family. In this same timeframe, (B)(4). This reported packaging issue was obvious to the facility, prompting the disposal of the device. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. -if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This incident type will continue to be monitored through the complaint system to assure patient safety.

Event description:
A sterility breach was reported on a yrc02 anchor. This was found during inspection; therefore, there was no patient contact. Additional information was collected from the sales representative that the anchor came in a box of 10 and seemed to have a crease in it as if it had been folded during shipment. There was no obvious breach of sterility, however, this device was discarded and not used due to uncertainty. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.